Event description:
Both knees blew up [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a physician, via a sales rep, regarding a female pt that was (B)(6). The pt had history of osteoarthritis of the knees. The pt received synvisc injections in both knees on an unspecified date "earlier this week." The physician told the sales rep that "both knees blew up" and he drained the knees and gave steroid injections. The physician reported that it was the "second series." No further info was provided. As of the date of receipt of this report, the pt's outcome was unk.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.